Manufacturer narrative:
H11: the device was received for evaluation with a mini cap attached to female connector. A visual inspection with the naked eye noted a broken occluder leg beneath the twist clamp. Functional testing including clear passage testing was performed with no issues noted. Leak testing was performed and there was no external leak, however there was an internal leak through a closed clamp. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This occurred when the home patient was disconnecting from peritoneal dialysis therapy and reportedly the twist clamp was closed securely. There was no report of patient injury or medical intervention associated with this event. No additional information is available.